Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial undersensing in the presenting electrogram (egm). Technical services (ts) reviewed the device data and discussed the atrial undersensing is caused by reduced sensitivity of the automatic gain control (agc) at 0.5 milli volts. Troubleshooting and programming options were provided. The crt-d remains in service. No adverse patient effects were reported.